Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was not in clinical use when the issue occurred. The philips field service engineer (fse) inspected the system onsite and confirmed that the flex vision system displayed half of the image intermittently. Upon function testing, fse found a defective gpu (graphics processing unit) in the flex vision pc, and then fse replaced the flex vision pc. After the replacement of the flex vision pc, the system was returned to use in good working order. These codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that the flexvision displayed half of the image, intermittently. The system was in clinical use. No harm has been reported to philips. We are conservatively reporting this event as the investigation is ongoing. A follow up report will be submitted when further information is received.